Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient used to have a stimulator and it was pretty much worthless. The patient said the trial was working, but the permanent implant didn't work, and he didn't know if the leads were in the right place or what. The stimulator was put in and taken out what ¿must have been 15-20 years ago.¿ the patient stated he had it up as far as it would go, and he could feel it, but it didn't help the pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient noticed the stimulator was not working immediately after implant. The patient said it probably was in working order but not for the patient. The patient said it never worked as promised and required a large dose of medication to cover. The issue was resolved when they implanted a morphine pump. No further complications were reported.